Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.

Event description:
This is a non-us product problem. The problem occurred in canada. Consumer stated she used a tampon and upon removal, a portion of the tampon remained inside her. She was able to remove the remaining piece herself.